Manufacturer narrative:
Additional manufacturer narrative: based on the follow-up with the health-care provider(hcp), the reason for explant was due to paravalvular leak. Additionally, the hcp noted that the explant was patient related and not related to any device malfunction or quality deficiency. Per the op report, the patient was re-admitted because of the increasing paravalvular leak related to his mitral bioprosthetic valve which was graded as severe. Per the operative procedure, once bypass was established, the subject valve was removed. After considerable searching it was decided that there was a sinus running intra-atrially. This had an opening about 3cm from the annulus. This was closed with sutures and a new edwards valve was inserted with teflon sutures and seated in well. The transatrial incision was then closed with sutures in layers. The cardiac chambers we deaired and the cross clamp was removed. The patient was weaned off cardiopulmonary bypass with good hemodynamics and good function of the bioprosthetic valve with no evidence of the pre-existing paravalvular leak. The aortic valve was good, as was the tricuspid and the left ventricle functioned well. Unfortunately, the subject device has been discarded, therefore, no evaluation can be performed. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus . The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. In this case per the op report, "there was a sinus running intra-atrially. This had an opening about 3cm from the annulus." Also, the hcp noted that the explant was patient related and not related to any device malfunction or quality deficiency. No further actions are possible with the available information. Corrected data: patient code and device code.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 4 months. The reason for explant is unknown. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.